Event description:
The consumer reported that on (B)(6) 2016, her stimulation and programmer stopped working and the patient had not been able to connect with her programmer since then. It was hell since implant as she hemorrhaged on (B)(6) 2016; the day after implant. She was not feeling stimulation; she could not connect with the programmer to check the implantable neurostimulator (ins). There was poor communication on the programmer; there was swelling/ bandages present and the patient could not feel the ins. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.